Manufacturer narrative:
D9: date returned to mfg.: 11/27/2024. Three unused devices were received for investigation. Upon examination, it was determined that none of the sample devices had cuffs. However, a review of the product design associated with the device part number confirmed that the sample devices are not designed with a cuff. As no device problem could be identified, the complaint could not be confirmed. No actions have been assigned.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was defective and did not completely encircle the tube/stuck to one side of the tube. The issue was discovered prior to patient use. The event occurred during testing of the cuff. There was no harm/adverse event reported.